Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs. Following multiple attempts, no additional information has been provided. An examination of the subject device by a lumenis technical expert concluded after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient , sustained irritated skin following treatment with a lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.